Event description:
Reporter stated that patient tested blood glucose, using the aviva system, at 6:00 pm and obtained a result of 118 mg/dl. Patient reportedly took normal dose of lantus, 18 units, and shortly thereafter began experiencing symptoms of hypoglycemia. Patient attempted to self- treat symptoms by eating fruit and drinking soda, but reportedly lost consciousness. Reporter stated that emergency medical services were summoned around 7:00 pm. Patient's blood glucose was tested 3 times, using different, unspecified paramedics' devices, and values were all reported to be around 45 mg/dl. Patient was treated with "two glucose liquid shots" and, after regaining consciousness, was given fruit and two glasses of orange juice with added sugar. Reporter stated that, following treatment, patient's blood glucose was retested on the aviva system, using strip lot 490717, with a result of 40 mg/dl. Five minutes later, using strip lot 490545, patient's blood glucose measured 80 mg/dl. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
This medwatch is for the suspect product that produced the values of 118 mg/dl and 40 mg/dl (aviva plus strip lot 490717). For the suspect product that produced the value of 80 mg/dl (aviva plus strip lot 490545). (B)(6).